Event description:
The field engineer reported that the system displayed an "ma on in error" error message during system operation. This error message will likely cause the system to shut down without command. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator and the lamp were recalibrated. The system was then found to be operating as intended.